Event description:
Patient presented with miled uveitis o.s. Tobradex was prescribed. At a follow up visit two days later, the symptoms were resolving. Medication was continued. The patient did not return for a follow up visit. The reporting doctor felt that since they did not hear from the patient, there were no problems, and the patient would have resolved at the end of their prescribed treatment. The cause of the event is unknown and the doctor did not attribute the event to a specific product. No other information is available.

Manufacturer narrative:
No product is available for evaluation. Two potential lot numbers were provided; r28301449 and r18200694. The lot device history records of both were reviewed and show that all requirements were met. The doctor reported the etiology of the event as unknown. Based on all information, no causal factors can be determined, and no conclusion can be drawn.